Event description:
It was reported that a pt presented with the port disconnected from the tube. The port was changed. There was no other pt consequence reported.

Manufacturer narrative:
Info anticipated, but unavailable at this time.